Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar with an alleged issue to perform failure analysis. Failure analysis found the primary failure of dislodged grip tang to be related to the customer reported complaint. The force bipolar instrument was found to have a dislodged grip tang near the base of the grip tip. This causes the force bipolar to not grasp. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. This issue can be resolved by using an alternate instrument to complete the procedure. No additional actions are currently required given that this issue will continue to be tracked per wi 859369 (quality data review meetings). At this time, the complaint investigation has been completed and the record will be closed. If additional information is obtained, then the record will be re-opened for further evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar was not grasping. The procedure was completed with no reported injury.